Manufacturer narrative:
It was noted that the lead was in the possession of the hospital. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing, impedance measurements of less than 200 ohms, and high threshold measurements. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.